Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to g2 of the initial medwatch, health care professional was inadvertently selected on the initial medwatch. New information added to the following fields: h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufacture. Based on the results of the investigation, it is likely the following led to the malfunction: non image was displayed due to a communication failure caused by the faulty cable. The cause of the faulty cable could not be found. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the 4k camera head would not generate an image during preparation for use for an unspecified procedure. The device was delayed in returning to olympus by a third party. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was able to be confirmed. During the device evaluation it was observed that when the device was connected to the otv-s400 processor, there was no camera image, no error code, just a blank screen displayed. This was found to be caused by a kink on the camera cable. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.